Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a tissue injury. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). A mitraclip ntw was successfully implanted reducing the mr to grade 1. Postoperatively, a tear was suspected. There were no adverse patient sequelae. The patient will be considered for surgery. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported image resolution poor was associated with difficult imaging due to equipment. The cause of the reported unspecified tissue injury (surgical procedure) appears to be due to procedural circumstances during leaflet grasping. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6 device code 4614 removed.